Event description:
Pt called lfs and alleged that their meter was reading inaccurately. They reported two results of 460 and 539 mg/dl taken within 10 minutes. These results fall within the 20% acceptable range. The pt contacted their physician for advice; no treatment was reported. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture area were correct. The pt performed two control solution tests; both failed. The meter is being replaced for the pt.